Event description:
It was reported to philips that during a pre-planned atrial fibrillation ablation procedure, the geometry was unavailable. The procedure was transferred to another room and the procedure was completed. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.